Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had audio vibrate anomaly. Customer¿s blood glucose was 131 mg/dl at the time of incident. Customer reports they did not hear the differences between the two audio beep volumes. Device will not be returned for analysis.